Event description:
It was reported the physician implanted two leads for a trial procedure. The patient reported pain in the left leg while in the recovery room. The physician removed left-sided lead in the recovery room. The trial ended as scheduled and the patient is scheduled for a permanent system implant. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.